Event description:
The physician implanted a 2.5mm diameter x 30mm length and a 2.25mm diameter x 30mm resolute integrity drug eluting stents in a complete total occlusion (cto) of the lad. The stents were deployed overlapping. During the procedure both stents experienced issues with the balloons getting stuck inside the stents after placement. The balloons were removed, however it was reported that this event prolonged the procedure. No patient injury occurred and no clinical sequelae were reported. Cine image review: the two stents were deployed in the distal and mid to distal lad. Cine images confirm these stents were overlapping with each other. The vessel disease appears to have prevented full concentric stent deployment. No images were provided showing the multiple inflations of the stent balloon during attempts to ensure that the balloon was fully deflated. No images were shown of the delivery system withdrawal after the stent deployment.

Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of the device (patient lesion morphology patient vessel morphology impacted on complete stent expansion). No results available as no evaluation performed (no device returned for evaluation) evaluation codes: conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, patient vessel morphology impacted on complete stent expansion). (B)(4).